Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/31/2023, it was reported by a sales representative via sems-06071680 that an 0312-200 3.2mm pin guide welded into place, and they were unable to remove the pin from the pin guide. This occurred while performing a troch nail procedure when the surgeon advanced the pin, it then cold-welded into place, and they were unable to remove the pin from the pin guide intraoperatively. They were able to complete the lag socket with the lag hole drill bit and advance the lag screw without further incident. There were no patient effects.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned 0312-200 due to the damage to the device. Visual evaluation noted that a pin is stuck into the tip of the device. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.